Event description:
The nurse explained that the surgeon pressed the footswitch and a spark was seen coming from the handpiece accessory. The handpiece was near the patient's chin and was plugged into the monopolar receptacle on the front of the unit. The footswitch was attached to monopolar 2 on the rear of the unit. The patient's chin was burned. Bmet determine handpiece plugged in incorrectly.